Event description:
Reporter indicated that the site's handheld computer would not turn on. When plugged into the charger the charging light would not turn on either. The last time the device had been used was 6 months ago, and it worked properly at that time. Attempts to have the device returned for analysis have been unsuccessful to date.